Event description:
During surgery, the screwdriver wouldn't start. Using intraorally.

Manufacturer narrative:
The malfunction could not be confirmed. The device worked during the investigation. The root cause cannot be determined for sure. Potential root causes could be: automatic engine was not working. Drill/blade were not fully inserted. Residues were blocking the gear and were removed after the case. The above root causes are not device related. Indications for material or mfg related problems were not found in this investigation.